Event description:
It was reported that the physician alleged that the ventricular sense response algorithm in the device induced ventricular fibrillation (vf) in a patient. Follow up was attempted for additional information, but was unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).